Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(4) 2012 due to difficult insertion, patient noticed a portion of the wire protruding from insertion site. Patient was able to remove the wire from his skin. At the time of her call into technical support, patient reports that he is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.